Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1,d4,d5, e2, e3, e4,g1, h4,h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main power board and port for delivering power to bio ID and aux was bad. The field service engineer replaced the defective parts to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1.(B)(6) .

Event description:
It was reported when using the bd pyxis¿ bd pyxis¿ medbank mini drawers/bioid were not working and not detected. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medbank system drawers/bioid were not working and not detected. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.